Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter battery issue occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6:type of report: follow up h2: additional information - correction h6: investigation conclusion ¿ additional information d9 : device available for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.